Event description:
Event description guidant received information that the coronary sinus was dissected while using this guide catheter. The procedure was therefore stopped, and echocardiograms will be performed to determine the extent of myocardial damage. To date, there are no allegations regarding the functionality of this product.